Event description:
Related manufacture reference number: 2017865-2022-04691. It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the atrial lead and left ventricular lead exhibited high capture threshold. The reported leads were explanted and replaced on 1 mar 2022. The patient was in stable condition.